Event description:
Approx four days after implantation, the pt returned for refill of the pump. The hcp was expecting a reservoir volume of 2.4 mls, but aspirated 12 mls. At implant, it was possible to fill the pump with only 18 mls. Due to the lack of efficacy, the hcp treated the pt with oral and intravenous medications. A dye and a roller study were performed and no problems were detected. The pump was explanted and replaced with another pump about a week later. The pt was scheduled for follow-up with hcp in 1-2 weeks.